Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage. The following information was provided by the initial reporter: the infusion end will leak, suspected to be broken. There are holes that need to be tested before they can be found.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/22/2020. H.6. Investigation: one sample was returned to aid in the investigation of this defect. Our quality engineer inspected the unit and photograph submitted for evaluation. Bd received one unit which consists of the luer-lok 6 in micro bore extension set. The set was investigated at both the sandy and nogales plants that are involved in its manufacturing. During investigation at the nogales site, the customer complaint was verified. Leakage was found at from a supplier made component. As a lot number is unknown for this incident, a device history record review cannot be completed. The supplier was then notified of the defect and an investigation took place. A possible root cause is directly related to the design of the material, since the distribution of the resistance to torque is generated in a section where the internal structure can be affected, it is the same place where this failure mode occurs.

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage. The following information was provided by the initial reporter: the infusion end will leak, suspected to be broken. There are holes that need to be tested before they can be found.